Manufacturer narrative:
A notification was received stating; "right tibial bearing implanted along with left tibial tray & femur in left tkr case." The usage sheet was communicated by the agent after the primary case was completed to matortho. The sales agent was informed immediately by the matortho employee that an incorrect poly has been implanted during the surgery. The surgeon, hospital staff and patient were then made aware of this error and the surgeon decided to perform revision surgery on the following day. The patient was kept in hospital and revision surgery was performed on (B)(6) 2019. The procedure was successfully completed; they explanted the incorrect poly and the correct poly was then implanted (part number 193-748, left tibial bearing blue size c 10mm, lot # 224955, exp: 01/09/2028). A review of the device history record for part number 193-754 (saiph fixed tibial bearing blue right size c 10mm) implanted on (B)(6) 2019 and the corrected implant ((B)(6) 2019) part number 193-748 ((B)(6) fixed tibial bearing blue left size c 10mm, lot # 224955, exp: 2028-09-01) did not identify any issues, no non-conforming product was released.

Event description:
A notification was received stating that a left tkr case was performed on (B)(6) 2019 where an incorrect tibial insert (right) was used. Another surgery was performed on (B)(6) 19 to remove the incorrect tibial insert implanted on the (B)(6) 2019 and implant a correct tibial insert. (B)(4).